Event description:
Healthcare professional reported left side "accommodation folds" and "laminar fluid" via MRI report. Healthcare professional later reported "the patient would like to have the prostheses removed because they felt afraid of the information found on the internet." Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "laminar fluid".